Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 5f mynx control vascular closure device (vcd) the sealant came out with it, preventing proper hemostasis. Hemostasis was achieved by manual compression in less than 30 minutes. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use. The procedure non-cordis sheath was used. The femoral artery suitability was verified on angiography including appropriate insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. The device was stored and prepared according to the instructions for use. The sealant was deployed in the common femoral artery completely above the access site. The sealant was not dislodged and did not stick to the device. The storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, no resistance was noted during use, and the device was realigned to the angulation and removed with light fingertip compression. The device will be returned for analysis.